Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s receiver and mobile device displayed an estimated glucose value (egv) of 50 mg/dl, while a bg meter reading showed 124 mg/dl. The patient uses the insulet omnipod5 system in modified closed-loop mode. According to the patient¿s parent, the low bias in cgm readings contributed to elevated ketone levels. The parent attempted to manage the ketones at home by encouraging fluid intake, as ketone readings ranged from small to large. Specific bg and egv values during this period were not provided in the complaint. Due to the inability to stabilize the ketone levels, the parent brought the patient to the emergency room. At the hospital, cgm and bg meter readings were not documented. The patient received IV fluids and a saline solution to help flush out excess sugar and ketones. After a few hours of treatment, the patient was discharged and reported feeling better. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Data log is available, the customer's complaint was confirmed due to failure during testing was found. No additional patient or event information is available.